Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2301, f2303. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the right eye. Pow2-3, patient provided medication for high iop. Pom5.5, iop of 60 mmhg off medication and iop of 21 mmhg on medication due to stent occlusion from iris and encapsulation. Additional surgery of needling with mmc, micropulse laser, and implantation of a second xen®45 gts was performed. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.